Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from chile that during service and evaluation, it was determined that the motor was seized, jammed and heavy moving the compact air drive device. It was further determined that the device failed pretest for: check the power with test bench: minimum 110 to 160 watts, check for excessive noise, check for untrue running, check triggers for forward/reverse mode, check function of soft mode switch (safety system), check for air leak, check air hose coupling, check reverse locking mechanism, check attachment coupling with attachments and general condition. It was noted in the service order that the motor was locked on the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.